Manufacturer narrative:
Review of complaint activity determined that there was normal complaint activity for the likely cause lot 91148ui0. Tracking and trending review for the architect prolactin reagent determined there were no related adverse or non-statistical trends. Testing was performed using a retained kit of reagent lot 91148ui0 which revealed all specifications were met and the performance of the lot is acceptable. Review of product quality history for the likely cause lot was performed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency of the architect prolactin reagent lot 91148ui0 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that falsely elevated architect prolactin results were generated for a patient sample (ID (B)(6)). No adverse impact to patient management was reported. Initial result >4,200.00 miu/l, retest diluted result 6,657.56 miu/l, retest using beckman dxi method 742 miu/l (within normal range).